Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pt age: in her 60¿s. Pt weight: (B)(6). Reporter's name: distributor's company name is ¿(B)(4)¿. The company declined to disclose reporter's name/sales representative. UDI #: (B)(4).

Event description:
The international customer reported the v60 unit alarmed and displayed occurrence of vent inop message "data acquisition pcba adc failed" . The unit was restarted and the alarm was fixed. Few minutes later, same message occurred again and the unit automatically shutdown, which was fixed by restarting the unit. Few minutes later, "oxygen not available" alarm occurred, which was also fixed by restarting the unit. Unit was replaced for a second v60 vent. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. Patient information - spontaneous breathing, 24h-use.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician confirmed the reported issue. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable and attached the mc retention bracket to address the finding. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.